Event description:
The patient was to get a 100 ml naphos as a secondary over 2 hours at a rate of 55ml/hr. The customer initially reported they were unsure if it infused too quickly or not at all because the rn noted the medication mini bag had depleted very quickly and not in the 2hr programmed time frame. The customer then stated that the "infusion therapy nurse clinician and ICU clinical coordinator attempted to determine issue with the primary set./ it was found that the primary set was allowing free flow from the secondary medication back to primary set i.v. Fluid, and not appropriately infusing medication as usual." The patient was critically ill in ICU, intubated and on crrt requiring immediate medication with sodium phosphate IV. There was no patient harm and no medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4) the event occurred at (B)(6). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.